Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had discomfort due to the reservoir protrusion in the inguinal area. This ipp was remove and replaced with a tactra device. There were no patient complications reported.